Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had changed the battery and received a blank display on the insulin pump. Customer's blood glucose was 8.4 mmol/l. Customer stated that the pump was not dropped or bumped recently. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with no blank display noted. No damage found was found on the lcd isolation tape noted. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.